Event description:
The pump was returned for investigation. Investigation revealed that the keypad cover was found to be torn between the up arrow and contrast keypad buttons. The up arrow and contrast buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under the button key contacts. The bolus button and plug were found to be detached from the pump, exposing the key contact. The display screen was also found to be dim, faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/02/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2013 with the following findings: investigation revealed that the keypad cover was found to be torn between the up arrow and contrast keypad buttons. The up arrow and contrast buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under the button key contacts. The bolus button and plug was also found to be detached from the pump, exposing the key contact. The display screen was also found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.